Manufacturer narrative:
Other- mini stroke. (B)(4).

Event description:
The consumer reported he felt like the implant was electrocuting him particularly when bending. The patient turned the stimulation off due to it. The patient stated he thought he only had 1 group b for his implant unlike when he had a, b, c before. One manufacturer's representative (rep) set those up, but then someone else programmed his implant who was too busy putting more devices into people. After review, the patient indicated having additional groups a and c. The patient stated he was not trained with his equipment with the implantable neurostimulator recharger (insr) in particular. The stimulation change was reported related to positional movement. The patient had another group to try and changed from group b to a. He turned the stimulation back on and raised the amplitude to 2.2 volts. The patient said he did not feel stimulation, but it was covering his pain. Troubleshooting resolved the reported issue. The patient noted he had stability issues and the doctor thought the patient had a mini-stroke. The patient's left 2 fingers were numb and when he closed his eyes he was likely to fall over. It all but took away his license to drive. The electrocuting, mini-stroke, balance, and numbness issues occurred since the day of implant. Later, the patient called back stating he needed to increase because he had no pain relief at all. The trial was excellent, but since the trial ended and the permanent implant was placed, the patient had not had pain relief and he was being shocked in the testicles. The patient had an intolerable vibration in his rectum and buttocks. The patient could not sleep and had pain if anything touched his feet. The patient needed to be reprogrammed and checked for a possible lead issue. The patient was being shocked in the testicles and the rectum area. He had groups a, b, and c, but each group only had one program and all of them were producing the same stimulation sensation. The patient was increasing stimulation because it was not relieving his pain and had increased to 8.0 volts. The patient felt the shocking even at the lower levels of stimulation. The patient ended up turning the stimulator off at the end of the call, but it seemed to make the pain worse. The patient wanted to know if someone could meet him at the healthcare provider (hcp) office. Further information from the patient reported zero steps had been taken to resolve the issue and the issue had not been resolved. Later, the manufacturer's representative (rep) reported she met with the patient on (B)(6) 2016. Impedance checks were done on the system and were within normal limits. The patient reported unwanted stimulation in his testicles and electrocution sensation. After the rep reprogrammed entirely different electrode configurations, he stated no longer feeling stimulation in his testicles and no longer feeling electrocution sensation. It was observed that intensity of stimulation was very sensitive to positional changes. When the patient leaned back in the chair slumping, the intensity of the stimulation increased dramatically event while the amplitude remained unchanged. Being cognizant of this phenomenon resolved his electrocution sensation. The numbness per the patient was resolved after the reprogramming session. The rep was unaware of the mini-stroke and the patient had not mentioned it in the appointment. Relevant medical history included spinal pain.

Event description:
Additional information received from the consumer reported his manufacturer's representative (rep) met with him and it was still not where it needed to be at. The patient had an appointment on (B)(6) 2016 and requested for a rep.